Manufacturer narrative:
The reported event of inadequate capture and unspecified sensing issue were not confirmed. Final analysis found and the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing or sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold and poor sensing. The device was removed and replaced with a traditional pacemaker. There were no patient consequences.